Manufacturer narrative:
This report is submitted on september 14, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to improper placement of the electrode array. The patient was reimplanted with other manufacturer's device during the same surgery.

Manufacturer narrative:
This report is submitted on october 08,2021.